Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if this event is pertaining to the cystic duct or artery? Was this a bleed or leak? Were there any issues with clip formation or clip application during the initial procedure? Why was the patient brought back to the or? What symptoms did the patient present with post-operative? How many clips were placed on the cystic duct and the cystic artery? Were there any clips present during the re-op? Please confirm if the clip was in a pear shaped form? What was done to address the issue? How many hours post-operative did the patient present with the leak or bleed? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: confirmed that the clip had not occluded properly (gap at both the proximal and distal end of the clip). Surgeon reported to have used er320 for many years and is familiar with its use, particularly the "chalangioclick" setting. Surgeon was confident that the part to fully occlude the clip was pressed all of the way. The ps and surgeon discussed the possibility that the working 5-11m trocar which is being used in the surgeons¿ lap chole¿s is potentially contributing to the bending of the er320 jaws when the clip applier is being pushed down it. It seems that every now and then, the jaws are catching in the blue eyeball cap which is causing the jaws in the er320 to bend resulting in malformed clips. The surgeon is satisfied that this is what probably occurred with his product complaint, it is unknown however why this has started occurring recently given that the competitor trocar has been used for a while now. It will be suggested to the surgeon that a jjm trocar be used in conjunction with the er320 device.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient returned to theatre at 9:30pm in the evening with bleeding of the cystic duct. Upon close examination by the surgeon, he could see that the clip was not occluded adequately at the proximal end. One device was discarded.